Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removing gallstones and gallbladder, the bag tore. The device was changed from other manufacturer's device to complete the procedure. There was no patient injury.